Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of component level manufacturing records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned component found adhesive lifting and discolored at the sensor area, with the sensor discolored. There was a foreign substance inside the sensor case and in the sensor vent cavity. The sensor pad was corroded. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was unable to confirm the reported issue and unable to determine the cause of the condition of the device. It is suspected that fluid ingress at the adhesive lifting site cause the discoloration and corrosion of the sensor, although this could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the icp was not able to be measured in the next day after indwelling. No further information was provided by the hospital. The product will be returned to your site.